Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging under delivery. The customer's blood glucose was unknown at the time of incident and current blood glucose value was 120 mg/dl. Customer report other blood glucose value was 130 mg/dl. Customer report that they experienced high blood glucose. The customer experienced symptoms such as nausea. The insulin pump will not be returned for analysis.